Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw2239 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the PICC was primed with ns and the employee completely removed the wire from the PICC before trimming. Then she noticed it was difficult to thread through and when she saw the end of the wire she noticed a little piece had fallen off the end of the wire.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc catheter and 3cg t lock assembly were returned for investigation. The catheter was trimmed at the 45 cm depth marker. The trimmed catheter segment was also returned. A 1.5 cm metallic strip was returned with the complaint sample and does not appear to be related to the reported issue. The distal tip containing the conductive epoxy of the polyimide tubing was observed to be completely fractured. The fractured segment was not returned. The polyimide tubing segment present measured to be 6.9cm. Microscopic observation of the break surface revealed the plane of the break to be angled. One section of the break surface contained an arched peak. No kinks or evidence of buckling was observed on the remaining length of the polyimide tubing. The stylet was cut near the break location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the break suggest the stylet may have been damaged by a sharp instrument; however, the event description indicates the stylet was completely removed prior to catheter trimming. Since a complete break in the stylet was observed, the complaint is confirmed. A lot history review (lhr) of redw2239 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the PICC was primed with ns and the employee completely removed the wire from the PICC before trimming. Then she noticed it was difficult to thread through and when she saw the end of the wire she noticed a little piece had fallen off the end of the wire.